Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a housing leak from the connector to the processor. This occurred during reprocessing and there was no report of patient harm. The device was returned, evaluated, and a chip was found on the acoustic lens and the probe unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, however, the leak was not from the connector to the processor as the customer reported. There was a leak detected from the distal end of the device due to a dent on the distal end and deformation of the suction connector, both of which led to a loss of water tightness. In addition to the chip found on the acoustic lens and probe unit due to physical stress, other evaluation findings are as follows: the upward/downward knob could not be locked securely due to wear of the forceps elevator lever, the scope cover was deformed, the forceps elevator had a scratch, the elevator channel plug was loose, the suction cylinder was deformed, the forceps channel port was dirty, there was wear and a crack on the bending section cover adhesive, the bending angle in the up/down/right/left direction did not meeting standard value due to wear of the angle wire, the play of the upward/downward and right/left knob were out of standard value due to wear of the angle wire, and the universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.